Manufacturer narrative:
A stryker customer quality engineer evaluated the device's electronic data was able to verify the reported issue was logged in the device¿s memory. It was determined that the cause of the issue was the battery being too old. The battery was removed from the service. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device turned off multiple times during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that their device turned off multiple times during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.